Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported to philips that the device had burnt paddle plates and paddles. There was no patient involvement.

Manufacturer narrative:
The device was received by bench repair and an evaluation was performed by an authorized bench technician. The reported issue was confirmed and it was determined that the paddles and paddle pocket plates needed to be replaced to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle pocket plates and paddles, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.